Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicated the clinician programmer was unable to recover the ipg. Manufacturer's representative met with the patient and confirmed the device was inoperable. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg wouldn't connect to patient's programmer following an unrelated surgery on (B)(6) 2019 where in the ipg was not placed into surgery mode.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, effective therapy was restored.